Event description:
It was reported that a patient had her implantable neurostimulator (ins) surgically replaced because the device was "shocking the patient." Approximately two weeks later it was reported that the patient had their ins replaced on (B)(6) 2013 because the patient was getting "shocked." On (B)(6) 2013 the patient returned to surgery to have the lead removed because the patient was still being "shocked." It was unknown if the lead just removed or if it was replaced with a new one. It was noted that there was "breakage" of the lead. It was unknown if the ins had normal battery depletion or not. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information indicated that the patient experienced intermittent jolting sensations on the right side of the body from cheek to arm at voltages lower than 1 volt. Patient status at the time of this report was noted as alive with no injury/no adverse event. Patient's implantable neurostimulator (ins) was reprogrammed as a result of the event, however, intermittent jolting on the right side of the body from cheek to arm still occurred at voltages below 1 volt.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v550216, implanted: (B)(6) 2010. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v550216, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead. Final analysis of the lead revealed that the lead body was broken within 10 cm of the connector area. All conductors were broken 3.3 cm from the proximal end of the lead. Final analysis of the implantable neurostimulator revealed the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.